Event description:
The customer reported to olympus, that during reprocessing. The colonovideoscope tested positive for 500 colony forming units (cfus) of pseudomonas aeruginosa, klebsiella pneumoniae, escherichia coli, and citrobacter freundii complex. The second test was positive for 350 cfu¿s of pseudomonas aerunginosa and escherichia coli. The third test was also positive, but the bacteria has not yet been specified. All channels were sampled. The equipment was not used on a patient. There was no patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. Bedside cleaning, manual leak test, manual brushing, manual flushing, and high-level disinfection was done with cycle 7 and alcohol solution. The scope was stored in an ecolab dsc8000 drying cabinet. During device evaluation at olympus, it was found, that the bending angle in the up direction did not meet the specification; due to wear of the angle wire. The bending section cover adhesive was chipped, and the adhesive around the objective lens was starting to wear and had a chip. The investigation is ongoing,.and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. A third culture test was not provided for the subject device.